Event description:
On (B)(6) 2026, an incident involving a selenia tungsten mammography mobile system was reported by the user site to a hologic field service engineer. It was reported that, during a patient procedure, the c-arm rotated without any command from the user. No injuries were reported for either the patient or the user. Upon inspection, the hologic field service engineer observed that the switch of the c-arm rotation was stuck. The c-arm rotational switch has been realigned by our hologic field service engineer. The system was tested and it is operating according to manufacturer specifications. No further information is currently available.